Event description:
Patient was implanted on (B)(6) 2020. Patient experienced an infection at ipg site on (B)(6)2022, therefore pns system was explanted. A culture was taken and patient was ordered wound care.

Event description:
Patient was implanted on (B)(6) 2020. Patient experienced an infection at ipg site on (B)(6)2022, therefore pns system was explanted. A culture was taken and patient was ordered wound care.